Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the drive shaft did not spin smoothly, it was difficult to couple/release tools, and the device would not run with the hand piece. It was further noted that the bearings were damaged and components were worn. The assignable root cause was determined to be due to improper cleaning and care, which was failure to follow directions for use. This was further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the burr attachment device did not work. It was reported that there was no patient involvement. The event was not reported to have occurred during a surgical procedure. It was not reported if a delay was caused due to the event. A spare device was not available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.